Event description:
Approximately one month after treatment with bovine collagen the pt presented with abscesses at the treatment sites. Two weeks later an incision and drain was performed by another surgeon. A culture was taken and results noted e coil. Symptoms have now improved.